Manufacturer narrative:
A review of the device history record (DHR) traceable to the reported lot number indicates that the product was processed and released according to the product¿s acceptance criteria. A review of the database for the non-conformance events and the complaints showed that the given lot number was not concerned by any deviation and that there are no additional complaints associated with it. The returned instrument was received in a zip-bag. The instrument was in its inner blister and the tyvek foil was inside as well. The instrument shows no macroscopic signs of damage, but there is some sign of surgery residues. The instrument was visually inspected using a photomicroscope at various magnifications. The visual inspection showed no abnormalities on the soft tip of the product. The instrument was then functionally tested regarding their aspiration/irrigation properties. It could be shown that there is no leakage and no occlusion of the instrument and the aspiration as well as the irrigation works as expected for the instrument. The customer's complaint can therefore not be confirmed, as the product met their specifications. A root cause for the customer's reported event could not be determined because the returned product met manufacturer¿s specifications. No action was taken as the returned sample met specifications. Complaints are reviewed and monitored at regular intervals for adverse trends. No adverse trends have been observed associated with the reported product and event. No action has been identified for this reported event. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A nurse reported that during vitrectomy surgery, the ophthalmic backflush obstructed and the liquid could not pass through. The surgery was completed on the same day with an alternative backflush and there was no patient harm.